Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso 2515 nav, lot#unk. Cs decapolaire, lot#unk. Stockert generator, serial# unk. (B)(6). (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.

Manufacturer narrative:
On (B)(6) 2015, the bwi medical director received information informing bwi that the patient has expired. Additional information has been requested regarding the autopsy report and the physician's assessment, but no further information was made available at the time of this report.

Manufacturer narrative:
A carto 3 device was also used during this case. Additional information received by bwi on 1/22/2015, implicates the carto 3 system as a causative device in this event. The FDA will receive a 3500a report for the complaint carto product.

Event description:
It was reported that a male patient underwent an atrial fibrilation (a-fib) procedure with thermocool® smarttouch® uni-directional navigation catheter and suffered an esophageal fistula. After the a-fib procedure using the complaint catheter and a stockert generator, the patient presented to the hospital with seizures. An esophageal fistula was confirmed, so the patient underwent surgical repair of the fistula. Based on the facts of the case and the physician¿s assessment, there was no reported malfunction with any of the catheters and systems used during the case. Based on the timing of the event and in the absence of any reported device malfunction, this event is unrelated to the device, and is related to the procedure.